Manufacturer narrative:
Qn#: (B)(4). The device has not been returned for investigation. Teleflex will continue to monitor and trend related events.

Event description:
When preparing the epidural catheter, the filter is filled with nacl 0.9%. A white colouration and outgassing (pungent/strong odor) occurred in the filter. Urgent suspicion of a chemical reaction in the filter, a contamination by a chemical in the filter. The filter was sealed with caps and sent to the dispensary/logistics department of (B)(6) hospital for inspection. Additional information: filling the filter was carried out with 1-2 millilitres of nacl 0.9% to avoid air inclusion.

Manufacturer narrative:
(B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported the filter had a chemical reaction to nacl solution that was being injected into the filter. The customer returned one opened kit (reference attached files inp(B)(4)). The flat filter was removed and was visually examined with and without magnification. Visual examination of the returned filter revealed the filter's outer shell is discolored with a white substance as compared to a lab inventory filter. Also, there is a crack at the female connector end of the returned filter (reference files (B)(4)). The customer also provided photos which appear to show a white discoloration of the flat filter (reference files (B)(4)). Additional document review was not required as a part of this complaint investigation. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The returned sample will be forwarded to an analysis lab for further evaluation.

Event description:
When preparing the epidural catheter, the filter is filled with nacl 0.9%. A white colouration and outgassing (pungent/strong odor) occurred in the filter. Urgent suspicion of a chemical reaction in the filter, a contamination by a chemical in the filter. The filter was sealed with caps and sent to the dispensary/logistics department of the vinzenz hospital for inspection. Additional information: filling the filter was carried out with 1-2 millilitres of nacl 0.9% to avoid air inclusion.

Manufacturer narrative:
(B)(4). A device history record review was performed on the flat filter with no relevant findings. The customer reported the filter had a chemical reaction to nacl 0.9% solution that was being injected into the filter. The customer returned one opened. The flat filter was removed and was visually examined with and without magnification. Visual examination of the returned filter revealed the filter's outer shell is discolored with a white substance as compared to a lab inventory filter. Also, there is a crack at the female connector end of the returned filter. The customer also provided photos which appear to show a white discoloration of the flat filter (reference attached files (B)(4)). The returned sample was sent to the wyomissing site for ftir analysis. According to the ftir analysis, the white colorization was caused by the polymer (the material the filter is made from) being degraded. The testing did not detect chemicals present other than the polymer itself. A control filter was used to try to replicate the issue. The control filter was flushed with nacl 0.9%, 1n sodium hydroxide, trifluoroacetic acid 01%, and ethanol 50% with deionized water flushed between treatments. No change in color or pungent odor. Additionally, the luer hub of the control filter was placed in isopropyl alcohol to soak overnight. The next day, some discoloration of the filter could be seen, however, the colorization was not as noticeable as the returned sample. A corrective action is not required at this time as the root cause for this complaint investigation could not be determined based upon the information provided and the condition of the sample received. The reported complaint of the filter having a chemical reaction to nacl being inject into the filter was confirmed based on the sample received. During visual examination, the returned filter was discolored with a white substance as compared to a lab inventory filter. An ftir analysis was performed on the returned sample. According to the ftir analysis, the white colorization was cause by the polymer. The testing did not detect chemicals present other than the polymer itself. A control filter was used to try to replicate the issue by flushing chemicals through the filter, however, only some discoloration of the filter could be seen. The colorization was not as noticeable as the returned sample and there was no pungent odor detected. A device history record review was performed on the flat filter with no relevant findings. Based upon the information provided and the condition of the sample received, the potential cause of this complaint could not be determined. No further action needed at this time.

Event description:
When preparing the epidural catheter, the filter is filled with nacl 0.9%. A white colouration and outgassing (pungent/strong odor) occurred in the filter. Urgent suspicion of a chemical reaction in the filter, a contamination by a chemical in the filter. The filter was sealed with caps and sent to the dispensary/logistics department of the vinzenz hospital for inspection. Additional information: filling the filter was carried out with 1-2 millilitres of nacl 0.9% to avoid air inclusion.